Event description:
As reported by the pt, her lesions were not de novo (new) lesions of 15mm to 30mm long in arteries that were 2.5mm to 3.5mm wide. She also required more three stents in the right coronary artery. Approximately three years post procedure, the pt experienced a subsequent thrombus at the site of the stent causing serious injury. The pt further reported that the implanted cypher stents were used off label. Please note that report represents notification of three unk cypher stents that are not available for testing and evaluation. Additional information is not currently available.

Manufacturer narrative:
This female pt of unk medical history experienced a thrombotic event 3 years post implantation of an unk number of cypher stents. The indication of the index procedure was unk. The report indicated that the lesions were not "de novo" with a vessel diameter ranging from 2.5 mm to 3.5 mm and length from 15 mm to 30 mm. There was no info about previous treatment conducted in these unk lesions. The report indicates a percutaneous coronary intervention was conducted in the right coronary artery (rca). Other lesions were not reported. Description of the vessel such as classification, percentage of stenosis, tortuousity and presence/absence of calcification was not reported. Additionally, the report pointed out that the stents were utilized "off-label" but there was no other info provided. There is no info regarding procedural details such as: debulking or pre-dilation of lesion before stent deployment, pre and post procedure cardiac enzyme values, pre and intra procedure medications used. An unk number of cypher stents of unk length and diameter, unk lot number and unk expiration date, were deployed at unk pressure in an unidentified section of the rca. Post dilation of the stents was not reported. The residual diameter stenosis was not reported. Timi flow measurement was not reported. The report did not indicate when the pt was discharged from the hospital nor indicated what medications were prescribed at discharge. Three years later, the pt experienced a late stent thrombosis. There was no info about thrombus being confirmed by coronary angiography. There was no info on how the thrombus was treated. After this event, the pt reported lifetime treatment with plavix. The products remained implanted in the pt and are thus not available for evaluation. A device history records (DHR) review could not be conducted because the lot number of the products was not reported. Thrombotic events are a known potential adverse event following stent implantation. According to the IFU, this product is indicated for use in discrete lesions equal to or less than 30mm in length with a reference vessel diameter of 2.25 mm to 4.00 mm. This product is indicated in de novo and in-stent restenotic lesions in native coronaries. With such limited pt and procedural info available for review, the lack of availability of product lot numbers to perform a DHR review and the unavailability of the product to analyze, it is not possible to determine what factors may have contributed to this event.